Event description:
It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure, balloon rupture occurred. The target lesion was located in the mildly calcified circumflex artery. After a non bsc guide wire crossed the lesion, the 1.50mm x 12mm apex push balloon catheter was advanced for predilation. The balloon was inflated but it ruptured under nominal pressure, at an unknown number of inflation. The procedure was completed using a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the apex catheter was received with the product mandrel and the protective tubing. The product mandrel was in the wire lumen and the protective tubing was covering the balloon. Magnified inspection revealed no damage. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the balloon wall adjacent to the distal end of the proximal balloon bond. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure, balloon rupture occurred. The target lesion was located in the mildly calcified circumflex artery. After a non bsc guide wire crossed the lesion, the 1.50mm x 12mm apex¿ push balloon catheter was advanced for predilation. The balloon was inflated but it ruptured under nominal pressure, at an unknown number of inflation. The procedure was completed using a different device. No patient complications were reported and the patient's status was stable.